Event description:
It was reported to philips that the device did not have an ECG signal. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The fse evaluated the device on site. It was determined, that this was a malfunction of the 3 leadset, snap and 3 lead ECG trunk. Which, were replaced. And the device returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.